Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to an infection. The field representative indicated the product will not likely be returned.